Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box d. The following correction has been updated in this report. In box d1: product brand name was corrected.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired rep dreamstation auto bipap with an allegation of eye irritation, nose irritation, respiratory tract irritation. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 1/8/2023 and h11 is updated as: the manufacturer received information from uno legal litigation in reference to a repaired rep dreamstation auto bipap with an allegation of eye irritation, nose irritation, respiratory tract irritation. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In section d: - model number, catalog item identifier and product UDI are updated/corrected in this report. Section g and h is updated in this report.